Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was attempted and not implanted due to issues with the setscrews. A new crt-p was successfully implanted and no adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the header is firmly attached to the cardiac resynchronization therapy pacemaker (crt-p) and all seal plugs were present with no damage. It was noted that the set screw for the rv lead port was missing. A set screw was installed in the rv lead port and operated normally with no performance issues noted. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.